Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however the reported shaft separation appears to be related to circumstances of the procedure/user error. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however the subsequent treatments appear to be related to circumstances of the procedure. It should be noted that the multi-link 8 coronary stent system (css), instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A cine of the procedure was received and reviewed by a clinical specialist who noted that excessive force, while reported to be not that hard, was applied to the delivery system post deployment as it encountered the distal edge of the guiding catheter. Steps to improve balloon rewrap were not reported. Based upon the limited additional information and the single image provided for review, it appears that the instructions for use were not followed with regards to stent placement and stent/system removal.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion from the proximal to the mid left anterior descending (lad) artery. An unspecified 4x12mm stent was placed in the proximal lad. A 4x18mm multi-link rx stent system crossed the newly implanted 4x12mm stent and was placed in the mid lad. During withdrawal of the delivery balloon it felt as if the balloon was stuck on the stent struts of the 4x18mm stent. The physician pulled, albeit not that hard, and the distal end of the catheter separated. The patient was symptomatic with bradycardia and turned blue almost immediately. Ultimately the physician was able to retrieve the separated distal portion using a snare. There was a twenty minute delay in the procedure. No additional information was provided.